Event description:
The information received indicated that during the initial percutaneous coronary intervention (pci), a 4.0 x 8mm vision stent was placed in the proximal left anterior descending (lad) and a 3.0 x 23mm cypher stent in the mid lad. Approximately two years and six months after the index procedure, the patient was admitted with a non-st elevation myocardial infarction (mi). The physician performed a catheterization and visualized a clot in the area of the cypher stent. The clot was aspirated with an expert catheter and dilated with a 3.0mm balloon to a final diameter of 3.6 mm. The patient is doing well.

Manufacturer narrative:
The product remains implanted and is therefore, not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received indicated the patient was admitted to the index procedure with non st elevation myocardial infarction (mi) and chest pain. The lesion in the mid left anterior descending (lad) artery was 14mm long. The lesion in the proximal lad was 5mm long. The lesions were de novo, concentric and in a native vessel. The mid lad lesion was type a. The proximal lad lesion was type b. The site was pre-dilated prior to stent implantation. The mid lad was pre-dilated with a 2.5 x 12mm maverick balloon. The proximal lad was pre-dilated with a 3.0 x 8mm quantum maverick balloon. Both lesions were pre-dilated at 12 atms for 12 secs. The vision and cypher stents were not overlapping. The cypher stent in the mid lad was deployed at 18 atm. The vision stent in the proximal lad was deployed at 16 atm. There was no possibility of dissection. There was no distal disease left untreated. "Healthy tissue to healthy tissue" was covered by the stent. The stent was not post-dilated. There was no residual stenosis. Pre and post-procedure timi flow was 3. The patient was discharged in stable condition. Plavix was discontinued for the patient's bariatric surgery prior to stent thrombosis. Concomitant products included pre-procedure medications aspirin, heparin, and integrilin. Intra-procedure medications include heparin, integrilin and plavix. Immediate post-procedure medications include aspirin, plavix, and integrilin. A bolus of 6000 u of heparin was administered. Integrilin was administered through a double bolus and standard drip. The patient's medical history included morbid obesity, diabetes, hypertension, restrictive lung, and low hdl. The patient's ck level was elevated and the acts were 221. At the index procedure, the patient was admitted with a non-st segment elevation myocardial infarction (non-stemi) and chest pain with elevated ck. A 4.0x8mm vision stent was placed in the proximal left anterior descending (lad) and a 3.0x23mm cypher stent was placed in the mid-lad. Approximately six months post procedure, the patient was admitted with a non-stemi. A clot in the area of the cypher stent was visualized with cardiac catheterization. The clot was aspirated with expert catheter and ballooned with a 3.0mm balloon to a final diameter of 3.6mm. The patient is doing well. The patient's medical history included morbid obesity, diabetes, hypertension, restrictive lung, and low hdl. At the index procedure, the mid-lad lesion was 14mm in length. The proximal lad lesion was 5mm. The lesions were de novo, non-ostial, non-bifurcating, concentric with no calcification or angulation. The mid-lad was type a and the proximal lesion was type b. There was no vessel tortuosity and no difficulty accessing or wiring the lesion. Both proximal and mid-lad lesions were pre-dilated. The mid-lad lesion was predilated with a 2.5x12mm maverick balloon for 12 seconds and the proximal lad with a 3.0x8mm quantum maverick for 12 seconds. The cypher stent in the mid-lad and the vision stent in the proximal lad were not overlapping. The cypher stent was implanted at 18 atms, which is greater than the 16atms as outlined in the instructions for use. The stent covered healthy tissue to healthy tissue with no distal disease left untreated. The stents were not post dilated and there was no dissection. Aspirin, heparin, and integrilin were administered pre-procedure. Heparin, integrilin, and plavix were given intra-procedurally. A bolus of heparin 6000 units was given with an act of 221. It was reported that a double bolus of integrilin was administered with a standard drip. Post procedure antiplatelet therapy included aspirin and plavix. The plavix was discontinued for bariatric surgery prior to the stent thrombosis. The cypher stent remains implanted and therefore is not available for analysis. Thrombotic events and myocardial infarctions are a known potential adverse events following stent implantation. The patient's plavix was discontinued prior to the event due to surgical intervention. The patient's medical history, pharmacological factors and/or vessel/lesion characteristics may have contributed to the event. A review of the manufacturing documentation associated with lot 13318732 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.